Event description:
(B)(4). (B)(6) 2013 - extremely heave menstrual cycles began. (B)(6) 2013, experienced significant hair loss - 7 large patches. Hair loss still continues today. (B)(6) 2014 - diagnosed with auto immune disorder. (B)(6) 2014 - diagnosed with bone deterioration in my mouth.